Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient hasn't charged implant in over 2 weeks so implant was depleted. Implant was able to be charged for several hours and rep was able to perform impedance check. However, they stated that since meeting with the rep, the recharger appears to not be working or holding a charge - though they weren't able to give specific details. They stated that when rep met with patient they discussed getting patient a new recharger and to have one sent to the hospital where patient is. They had limited information about why rep suggested a replacement recharger for the patient and wanted to speak to rep directly. Additional info received from rep that patient moved here about two years and hasn¿t established a new neurologist to manage his dbs. He ended up in the hospital and needed an MRI I¿m not sure why nor do I believe it was dbs related. He said the battery was not holding a charge after the por. It was dead so had to do a por to get it back on so impedances could be checked for MRI. Rep suggested a new recharger because the patient had the old one and maybe that would help charging his battery. If it doesn¿t then it¿s possible that the patient may need a new battery.